Event description:
The hcp reported the pt was not experiencing pain relief and the hcp questioned a catheter occlusion. The entire system was explanted and replaced. A follow up report will be sent when additional info is received.